Event description:
The lcd screen on her one touch ultra meter was cracked. On an unspecified date, the patient was experienced shaky and sweaty hands and was unable to walk to get her meter to test her blood glucose. Ems was contacted and the patient was tested on an unknown meter and received a 46 mg/dl and was treated with glucose. The patient refused to be taken to the hospital. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, date of incident, how long the lcd screen was cracked on the meter and whether the patient was testing on a regular basis with the meter with a cracked lcd screen. The complaint is being reported because the lcd screen was cracked and the patient later became hypoglycemic and was treated with glucose by a medical professional.